Manufacturer narrative:
Initial reporter establishment name: (B)(6) hospital the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is not displayed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on s-connector, a noise image occurs, and the image is not displayed. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had noise in the image. This occurred during inspection for use. There were no reports of patient harm/involvement.